Manufacturer narrative:
Additional information was received by smiths medical that the event occurred as part of customer's routine testing and there was no patient involvement.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with sign of fluid ingression at the base of the pump and lens scratches. Event history log review was performed and found 12 no disposable alarms recorded in the event log and one 1861 error recorded in the log. Visual inspection and simulated use testing were performed. The customer's reported problem regarding "pump showed lec 1861 code" was able to be duplicated. During investigation, the pump was power up and it displayed lec 1861. Simulated use test was able to download event log and read out the pump error log and was also able to run the pump. The customer's reported problem was confirmed. According to the investigation the 1861 error is slow charge timeout. Motor has >2m cycles. Service replaced the pump mp board and motor to address the recorded 1861 error. The customer's reported problem regarding double beep -no cassette attached was able to be duplicated. Simulated use testing was able to replicate the error without a disposable attached. The investigation confirmed that the pump did alarm with a double beep upon power up without a disposable attached. The dso and lens scratched. Will be replaced to address the issue. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited error code "lec 1861 with double beep no cassette alarm". It was also reported that the pump had lens damage. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.